Event description:
Received customer's maude report: pump alarmed, and turned off during a chemotherapy infusion. The report lists event type as injury, and event outcome is listed as required intervention, however there are no details of specific intervention provided. No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report of alarmed, and turned off. The device was not returned and the root cause of the customer's experience could not be identified. The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.